Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right total hip replacement where several revisions have occurred. The original primary surgeon implanted an ¿esca¿ primary hip replacement with a cement modular neck femoral component and cementless acetabular component with an alumina ceramic on ceramic bearing approximately 20 years ago. The femoral component aseptically loosened over a decade ago and the femur revised to an srom femoral component with a ceramic head. The esca acetabular component was not changed at this time. This revision surgery was undertaken by dr peter. The srom femoral component (from memory and my recollection) fractured approximately five years or more ago and was revised and removed by except for one segment of metal that was pushed distal down the femoral canal, well distal of another new primary srom femoral component and ceramic head. The acetabular component (esca) remained insitu with the alumina ceramic bearing. The revision today entailed revision for instability requiring the changing of the femoral head and removal of the esca alumina ceramic acetabular bearing that was original from the primary surgery. The revision today essentially required the changing of an srom ceramic femoral head to an srom metal head. A constrained liner was implanted (non depuy synthes). No consent has been obtained from the patient or four surgeons in this report to the sharing of information including that contained on this document. The history is only from the recollection of the reporter over a 15 year period. No further information is available. Doi: (B)(6) 2015; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.